Manufacturer narrative:
On-site investigation was performed by our field service engineer. Based on technician statement, the broken part description was firstly incorrect. It was handle from desk which was damaged. Based on the information provided by the technician, the issue was solved by replacing the desk. The device passed all performance tests and could be returned to clinical use. The most probable root cause to the reported issue is impossible to define. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 05/12/2016, corrected manufacture date: 04/26/2016.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the anesthesia system had a broken arm. There was no patient harm. Manufacturer's reference #: (B)(4).